Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary: no product was returned for investigation. Ischemia/ thrombosis: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a patient in was implanted with an impella cp device for mechanical circulatory support. The patient was presented to the emergency room by emergency medical services (ems) after experiencing a sudden cardiac arrest at home. The patient¿s husband immediately began cardiopulmonary resuscitation while awaiting ems. Ems arrived approximately 15 minutes after collapse. The patient was successfully defibrillated by ems and return of spontaneous circulation was achieved. After arrival to the hospital, the patient was admitted to the intensive care unit (ICU). The patient experienced another episode of cardiac arrest in the ICU and it was noted that the patient¿s troponin levels were elevated. The patient was brought to the cardiac catheterization laboratory (ccl) for further treatment. In the ccl, the patient required an increased amount of chemical hemodynamic support, and it was noted that the patient¿s hemodynamics continued to be subpar. The medical team decided to deploy extracorporeal membrane oxygenation (ECMO) to support the patient, however while awaiting ECMO cannulation, the decision was made to place an impella cp for mechanical circulatory support. An impella cp was prepped and inserted via the left femoral artery in standard fashion without complication. Left heart catheterization was performed and left coronary arteries were noted to be clean. Right heart catheterization was performed, and right atrial pressures were noted to be high, with a fick cardiac output of 5.51, a cardiac index of 2.67, pulmonary artery pulsatility index of 0.56, and copious pulmonary edema was noted. ECMO was then successfully cannulated, and the patient¿s left ventricle was successfully unloaded, vasoactive medications were weaned, and the patient¿s pulmonary edema decreased. It was noted that in the ccl, the medical team was unable to obtain bilateral dorsalis pedis pulse and the patient¿s lower extremities were cold and clamped. The patient was transferred to another hospital for further treatment. On impella cp support day 2, the patient was escalated from the impella cp to an impella 5.5. Following impella cp explant from the femoral artery, a thrombectomy was performed. Additional information regarding the impella 5.5, and the final patient outcome was not available in the complaint record accessible for assessment at time of reporting.